Event description:
Patient was injected in the urethra with coaptite in a post market study for urinary incontinence; she developed post procedure urinary retention. Seven weeks post injection, she developed a uti and two and a half months post injection, the coaptite started to move through the meatus.

Manufacturer narrative:
Patient was injected in the urethra with coaptite in a post market study for urinary incontinence. She developed post procedure urinary retention, a foley catheter was placed and the retention was resolved. Seven weeks post injection, she developed a uti and was treated with cipro and the infection was resolved. Two and a half months post injection, the coaptite started to move through the meatus from the initial injection site. One week later, the physician opened the urethral pocket and the coaptite flowed out easily. The opening was irrigated, redundant urethral lining was excised and closed. There were no further sequelae.